Manufacturer narrative:
The proximal only segment of the lead was returned severed 5.2 centimeters (cm) from the pin. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and drag marks on the terminal ring. Resistance testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory analysis was unable to confirm the reported clinical observtions based on testing of the returned portion of the lead.

Event description:
Boston scientific received information that one month post implant, this active fixation right atrial (ra) lead dislodged and was unable to be repositioned. The lead was explanted and replaced. No additional adverse patient effects were reported.